Event description:
A malfunction alarm occurred with a pump, indicated by malfunction code malf 16, which could not be reset. There was no reported impact on the customer's blood glucose level as the customer declined to answer whether their blood glucose level exceeded 500 mg/dl. The customer prepared to use multiple daily injections as a backup therapy to ensure insulin delivery continued without interruption. Tandem technical support confirmed the shipping address for a replacement pump and instructed the customer on returning the faulty pump using a pre-paid label within ten days.